Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported a red bumpy open rash under the breast line. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient removed the device. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Supplemental report 9/30/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported a red bumpy open rash under the breast line. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient removed the device. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.